Manufacturer narrative:
It is planned that the wheelchair and/or parts involved in this incident are being returned to sunrise medical. If and when the chair/parts are received, our internal failure investigator will complete an investigation and a follow up report will be filed. Please note that the complaint refers to the caster "barrel" breaking, however, sunrise medical, does not refer to any part of the quickie gt wheelchair with that terminology. It is unclear from the complaint what part they are actually referring to. We will make every attempt to contact the initial reporter to get clarification. The terminology will be corrected in the follow up report.

Event description:
The end user was rolling along the sidewalk when the front caster "barrel" broke. The end user fell from the chair and suffered a broken leg.